Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to steady increase impedance up to 1600 ohms and increasing pacing threshold at 0.5 ohms to 0.8ohms @ 0.4ms. Should additional information be received, this file will be updated.